Event description:
Customer reported that visible smoke was observed from their freestyle libre readers charging port. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly). No evidence of burn marks were observed on the pcba. Extended investigation was performed and visible burn marks were observed on the usb port. Power consumption testing was performed on the reader and the results were within specification. Since the power consumption testing was within specification, it was determined that the reader did not have sufficient power to cause the reported damage. Data was successfully extracted. The customer did not return the charging cable, adc was unable to determine if an adc-approved charging cable was being used, thus the complaint was not confirmed as the reader was functioning as intended. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that visible smoke was observed from their freestyle libre readers charging port. There was no report of death, serious injury, or mistreatment associated with this event.